Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the device locks up when he tries to program a bolus after 30 minutes then it begins to work. The customer stated that only the up and down arrows work. The customer stated that he got into industrial accident in april and did not wear the device for 4 weeks. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer had to take a manual injection because the device was not working correctly today.